Event description:
The MFR received info alleging a ventilator's pressure and volume were out of tolerance. The device was not in pt use.

Manufacturer narrative:
During the eval of the device at the MFR's service center, a failure of the device pressure sensor was observed. The device was re-calibrated to address the issue.